Event description:
Multiple mobile thrombi noted on both sides of pfo percutaneous closure device implanted 2005. Thrombus noted on ultrasound during routine followup echo. Pt to or for pfo device explant, closure of asd and a-fib ablation. Pt with variety of constitutional symptoms as well as episodes of persistent a-fib despite antiocagulation and amiodarone therapies. Pt also reports visual changes, headaches, development of significant hypertension and occasional difficulty speaking since implant of the device. Pathology on device is pending. Another event was reported of same device, different pt requiring explant. Final pathology on first reported occurrence shows "fibromuscular tissue with marked acute inflammation and microabscess formation."